Event description:
It was reported the collagen separated from the silastic; noted when the nurse opened the package prior to its use during a case. It was discarded. Spare product was available. There was no delay in surgery or pt injury.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.